Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a acdf procedure in a patient diagnosed with cervical spine issues. It was reported that the screw was loosening. The screw loosening was observed at the patient's post op appointment about 6 weeks after the surgery. No revision procedure is scheduled. There was no patient symptom reported.